Event description:
On (B)(6), 2011 clinic notes from a vns treating physician were received. Clinic notes dated (B)(6), 2011 reported that there were no side effects or problems with the vagus nerve stimulator. Diagnostic tests showed results within normal limits and eos at 10 years. The pt's mother had noticed that the pt was having some staring spells and it was unk whether these were seizures or not. Because of the episodes of staring that could possibly be seizures, and that the pt had gained some weight over the last year, the physician increased the pt's trileptal to 450mg twice daily. Good faith attempts for additional information have been to no avail thus far. When additional information is received, it will be reported.